Manufacturer narrative:
(B)(4). The torque wrench handle (product code: 2770-40-510, lot number: e1208) was returned to the complaints handling unit (chu). The torque wrench showed heavy signs of use. Its surface anodization was heavily faded and covered with nicks and surface abrasion. The wrench remained stuck at its 80 in*lb setting and could not be shifted. Torque testing was performed on this instrument. The amount of torque varied significantly but was consistently well above the intended range. The torque wrench was subsequently sent for disassembly. All parts of the device feature some degree of wear and rust. This includes interior of the ratcheting mechanism for this torque wrench including its sprocket. The torque setting components feature similar wear and rust. The most telling observation was that the lubricant inside the device had dried to a sandy, powdery consistency across the entire inside of the device and all associated parts. A combination of age (>6 years) and lack of maintenance to prevent rusting and dried lubrication may have resulted in the high amount of torque exerted by this torque wrench. The age and lack of maintenance may have also caused the torque setting portion of the handle to become stuck at the 80 in*lbs. Setting. The root cause of the torque wrench exerting more torque than intended cannot be determined from the sample and the information provided. A potential root cause may be lack of lubrication, rust, and damage in combination with the advanced age of the instrument, resulting in the torque wrench exerting more torque. It should be indicated that work instruction (wi-5220 revision l) was incorporated on (B)(6) 2013 which provides definition of the refurbishment process and minor component replacement process which depuy spine instruments shall follow. Specifically, torque wrenches which have a current 12-month date etched on the handle to indicate the date of the required maintenance. Since this torque wrench has been in the field for approximately 6 years, it does not fall within the threshold of depuy¿s refurbishment process per wi-5220 revision l. The root cause of excessive torque exerted by torque wrench handles is under investigation and may be tracked through (B)(4). As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was attempting to lock the set screws with using the torque handle and felt it took too much force to lock and that using the handle could strip the set screw.